Event description:
A device that overinfused, found during pt use with no pt injury or medical intervention required. The device was programmed at a rate of 0.5 ml/hr with a total volume to be infused of 48 ml. This infusion normally takes 96 hours, but the pt observed that it ended 30 hours early. Details regarding the type of infusion and medication involved are not available.